Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
New information received.

Event description:
Further information was received from the patient. The patient wrote that on (B)(6) 2016 the patient was provided with a sample pair of contact lenses for use. The patient wore the lenses for about eight to nine days. After that, patient removed the lenses as the patient started feeling discomfort. The patient reported waking up the next day with blurred vision, excruciating pain, sensitivity to light, itching, discharging liquid and severe pain. The patient went directly to the physician who referred her to an optometry clinic. The patient was prescribed with eye drops and was referred to an ophthalmology facility. The patient¿s eye was examined there and the patient was advised to return to the facility after two days. The patient stated that she had difficulty in carrying out normal routine. After two days the patient went back to the ophthalmology clinic. The patient was advised that the medication was not working. Tobramycin fortified and vancomycin were prescribed to the patient to be used three times a day along with hot compress on the affected eye. The patient further explained that on (B)(6) 2016 after being treated from corneal ulcer in the left eye, the physician stated that patient still had a tear in the left eye and that greatly changed the condition of the patient eyesight. The patient stated that she needed to use a magnifying eyeglass to see and perform daily activity which she felt was inconvenient. Medical records from one of the consumer¿s treating physicians were also received, with synopses of clinic visits as follows: on (B)(6) 2016 the patient visited the clinic complaining of itching pain, redness and tearing affecting the left eye (os). The patient was using erythromycin ointment and ciprofloxacin drops to be applied twice daily on affected eye. A slit lamp examination was performed with fluoracaine being used as an anesthetic and mydriacyl 1% with phenylephrine 2.5 administered before the exam. The patient was then diagnosed with a central infiltrate/infectious corneal ulcer in the left eye (os). The physician revised the current ciprofloxacin drops timing to every two hours. The patient was advised to return to clinic after three days. On (B)(6) 2016 the patient returned for checkup presenting a still inflamed left eye (os) and stated that it was very painful. The patient also mentioned that the drops were not helping. The patient¿s current medication was immediately revised. The patient was started with fortified vancomycin 25 mg and tobramycin 15 mg drops every hour. The patient was advised to come back after three days. On (B)(6) 2016 the patient returned to clinic for follow up claiming of still experiencing pain. Vancomycin 25 mg and tobramycin 15 mg drops alternately every 30 minutes was continued and patient was advised to come back on 10/05/16. On (B)(6) 2016 the patient returned to clinic reporting os pain was no longer felt but it was watering and was blurry when right eye (od) was closed. The patient also reported that the os felt dry that morning. Patient was advised to continue current medications and return to clinic on friday ((B)(6) 2016). On (B)(6) 2016 the patient came back for follow-up checkup, reporting that her pain level was nine, on a scale of one to ten, and also with tearing in the os. The medications were continued and patient was advised to come back after four days. On (B)(6) 2016 the patient came back to clinic and stated that the os was very sensitive to light and sun and was also complaining of some pain. Ciprofloxacin and fluorometholone to be administered four times daily were prescribed and the patient was advised to come back after a week. On (B)(6) 2016 the patient returned for checkup. The patient was advised to continue medication and return to clinic after three weeks. On (B)(6) 2016 the patient came back for checkup claiming of having trouble seeing the computer. The patient¿s visual acuity was tested and a new prescription for vision correction was prescribed. The patient was advised to follow up after three months.

Manufacturer narrative:
(B)(4).

Event description:
The consumer called on (B)(6) 2017 stating she is still wearing glasses and that her eyes are not back to normal yet.

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a female consumer, she received sample pair of lenses from eye care professional (ecp) on (B)(6) 2016 and a lens "felt as though it was different" which required her to continue removing and cleaning them. The consumer sought medical attention on (B)(6) 2016 for redness, irritation, drainage, blurred vision and swelling, no further information regarding the office visit was provided. The consumer also reported that she had to return to the ophthalmologist every two days for a corneal ulcer for the past few weeks. No further information regarding the corneal ulcer, treatment or resolution was provided and has been requested.